Manufacturer narrative:
Device not returned.

Event description:
While performing a literature review on september 16, 2016, a journal article was discovered regarding an aspirated classic 10 mm indwelling voice prosthesis. The article stated a patient was cleaning the device when it came out, the patient tried to replace the device and was unsuccessful. The patient was admitted into the department of otolaryngology head and neck surgery at (B)(6) hospital in (B)(6) 2011. The admission was for suspected aspiration of the prosthesis. The device was discovered in the lungs using chest radiography. The device was subsequently removed using flexible bronchoscope.